Manufacturer narrative:
The pod arrived fully deployed. A decrease in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. An 0x40 alarm was generated, indicating rotational sensor maximum open count exceeded. A root cause for the reported communication error and observed 0x40 alarm could not be determined. It could not be determined if the observed 0x40 alarm is linked to the reported event. The soft cannula was observed to be kinked and flattened. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod on the infusion site. As treatment, no treatment information was provided.